Event description:
Revision surgery - the pt had a hemi arthroplasty in (B)(6) 2010, and since then had a rotator cuff failure. The doctor removed the hemi and replaced it with a reverse total shoulder.